Event description:
Pt got beads in the eye while techs were cleaning up bead leak. Tech furnished an eye wash to allow the pt to flush their eye. During follow-up with pt the next day, the pt stated there was no problem with their eye.